Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on december 13, 2016 with blood glucose of 451 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and hyperglycemia. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer had high blood glucose and when insulin pump was removed, customer got diabetic ketoacidosis. Troubleshooting could not be completely performed due to insulin pump being with the trainer who was in a different location so it was not known if there was a site issue. Insulin pump did pass the displacement test, high pressure test and self-test.